Manufacturer narrative:
Report date: 06jul2021.

Event description:
The customer reported that a ventilator experienced a battery failure during device set up. The device was in clinical use at the time the issue was discovered. The device was being set up for patient use, however, there was no delay to patient therapy. The facility had other ventilators on standby that were ready for use. There was no patient or user harm reported. The device was evaluated by the customer and a philips field service engineer (fse). The customer confirmed the reported issue via error code 1124 (indicating battery failure) found in the significant event log. The fse confirmed the reported issue via operational testing. The fse replaced the power management board and the internal battery to resolve the issue. Following the modifications, the device was reported to have been repaired. No other anomalies were reported.

Manufacturer narrative:
The power management board (pm pcba) was returned to philips for failure evaluation. The board was put into a known good test unit and run through standard testing. All parameters and testing reported nominal values. No failure was noted in the pm pcba. The customer complaint was not confirmed.